Event description:
Noise and loss of capture were reported on this rv lead after a pacing spike. No adverse patient events were reported. Lead remains implanted with a full lead evaluation recommended. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.